Manufacturer narrative:
During the MFR's eval, the drill extender was tested on an interface verification test (ivt) with a mating (B)(4) shank. The investigator concluded the drill extender did not work properly. The frequency of usage could not be determined or ascertained. The drill extender's (B)(4) shank slips out easily when the drill extender is pointed downward. This drill extender was purchased in (B)(4) 2011 as part of a surgical kit.

Event description:
In the course of the surgical procedure for implanting an implant, a starter drill was being used with a drill extender (122-100). During the procedure, the clinician failed to use a dental dam. The starter drill fell out of the extender and the pt swallowed the drill. The pt was taken to the emergency room (ER) the same day. The ER personnel extracted the starter drill and the pt was released the same day.